Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, physician wanted to demonstrate the vibration alert of the advisory device to the patient. It was noted that the device vibration alert was not working. Patient has third degree av-block. The device was explanted and replaced prophylactically. Patient¿s condition was good.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the patient notifier anomaly could not be determined.